Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with a non sustained ventricular tachycardia episode noted via remote monitoring. In addition, the noise resulted in pace inhibition as well as oversensing of non cardiac signals classified as ventricular tachycardia. The next day the patient was seen for a follow up. During the follow up provocation maneuvers were performed with no noise reproduced. X-rays were taken and possible insulation damage of the rv lead was alleged. It was noted that during the follow up noise was produced on the left ventricular channel when having the left ventricular lead programmed (tip to right ventricular coil) which confirmed the possibility of damage of the rv lead. The device was reprogrammed and the patient was hospitalized for a possible replacement of the lead. No adverse patient effects were reported. Additional information note that a revision took place and this lead was abandoned and will not be returned. No additional adverse patient effects were reported.